Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to a stem fracture.

Manufacturer narrative:
This report is being amended to reflect changes. No device was returned for further evaluation. The image provided confirmed the fractured device. Device history record review identified no deviations or anomalies in the manufacturing process. The reported device is used for treatment. Review of complaint history identified no additional complaints for the part-lot combination of the reported stem. It could not be confirmed if the device was used in an approved and compatible combination. Based on the information provided in the reported event, a likely cause or contributing factor for the stem fracture is the reported patient fall.